Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 where they had their blood drawn and was diagnosed with hyperglycemia. The patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod longer than 48 hours on the hip/buttocks. Symptoms reported include headache and tingling sensations on their feet. It was noted that the cannula was bent upon removal of the pod. The patient stated that they ended up talking to their healthcare professional (hcp) without being seen. The patient only had bloodwork done. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the cannula was bent upon removal of the pod. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 17.6. Smartphone hardware: iphone15.2. Cgm sensor type: g6.